Event description:
All three devices were upgraded with blue sky software on 14th oct. Implanting the following week there was impedance warning on all 3 devices for 15 oct. The devices were not turned on at time of upgrade. There was aida statistics despite the device being turned off. Has the bluesky update commenced the aida?

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Since the upgrade of the software version, the memories start just after the upgrade whereas they should start at the implantation. There will be a reset at the implantation.

Event description:
All three devices were upgraded with blue sky software on (B)(6). Implanting the following week there was impedance warning on all 3 devices for (B)(6). The devices were not turned on at time of upgrade. There was aida statistics despite the device being turned off.